Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell one of peritoneal dialysis. The home patient was connected at the time of the alarm. A clamp on an unused supply line was left open. The home patient was to start over with new supplies. The technical service representative had the home patient cycle the power to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, leaving a clamp on an unused supply line open (use error) is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.